Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received reported that the reason for explant was because the patient was unhappy with the lens. Also, the explant date was (B)(6) 2017, and the replacement lens was a model zcb00, 10.5 diopter. Reportedly, there was no patient injury and no vitrectomy was performed. No additional information was provided. If explanted, give date: (B)(6) 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 10.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted due to unknown reasons and replaced with model zcb00. No additional information was provided.